Event description:
A report was received that the pt was having difficulty charging her ipg. The bsn field clinical engineer assessed that the ipg was too deep and a pocket revision was recommended. When the pocket site was opened and testing was performed the impedances were above the expected range. The physician decided to explant the ipg. Upon explanting the ipg, one of the leads was stuck in the ipg header. The physician cut the lead and chose to leave the rest of the cut lead inside the pt. The pt is reportedly doing well after the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. The bsn field clinical engineer assessed that the ipg was too deep and a pocket revision was recommended. When the pocket site was opened and testing was performed the impedances were above the expected range. The physician decided to explant the ipg. Upon explanting the ipg, one of the leads was stuck in the ipg header. The physician cut the lead and chose to leave the rest of the cut lead inside the patient. The patient is reportedly doing well after the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. The bsn field clinical engineer assessed that the ipg was too deep and a pocket revision was recommended. When the pocket site was opened and testing was performed the impedances were above the expected range. The physician decided to explant the ipg. Upon explanting the ipg, one of the leads was stuck in the ipg header. The physician cut the lead and chose to leave the rest of the cut lead inside the patient. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Upon receiving, the ipg had been through the decontamination process, and the part of the lead that was allegedly stuck in the ipg header had been removed and discarded. During the analysis of the ipg, two test leads were inserted in order to run various functionality tests, and no anomalies were found inserting the leads in the ipg header. All impedance measurement readings verified to be normal.

Manufacturer narrative:
The explanted ipg passed visual, electrical, performance and photographic tests performed. The ipg was depleted completely upon receipt but was charged up in one cycle without any discrepancies. The battey profile indicates frequent and short charge attempts which are the characteristics of a deep pocket site. The device exhibits normal device characteristics. The leads were not returned to bsn. A review of the manufacturing documentation of the leads and the ipg found no anomalies or deviations potentially related to the event occurred during manufacturing.